Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached investigation report.

Event description:
Atrial noise sensing relative to the subject lead was reported by the physician. The lead was replaced with an upgraded MRI compatible lead during the planned pacemaker exchange, which resolved the issue.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Atrial noise sensing relative to the subject lead was reported by the physician. The lead was replaced with an upgraded MRI compatible lead during the planned pacemaker exchange, which resolved the issue.